Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a greyed out keypad and customer was unable to enter any values due to the issue. There was no reported impact to customer's blood glucose. No additional information was provided, including customer identifying information multiple attempts were made by tandem¿s technical support to obtain additional information and complete troubleshooting; however, a response was not received.